Event description:
The patient had one endeavor sprint stent implanted to the lad. Approximately 13 months post index, the patient suffered an mi and died as a result of this event. It was not assessed whether the mi event and the death event were related to the study stent.

Event description:
The previously reported death and mi events were assessed as possibly related to the study device.

Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).